Event description:
It was reported that this right ventricular (rv) lead had calcification on the coil. In about a year, the shock impedances climbed from about 130 to greater than 180 ohms. A defibrillation threshold (dft) test was performed and the implantable cardioverter defibrillator (ICD) failed to convert the rhythm at a 21 joule (j) and 31 j shock. External defibrillation was required. An open circuit alert was also triggered. The lead was abandoned surgically, and the device was removed. This product has been returned. This report will be updated, once device evaluation is completed.

Event description:
Additional information indicated that device evaluation was completed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. This device passed all returned product testing; however, boston scientific has initiated an investigation into the behavior described in the event description, including consideration of potential design enhancements, as deemed appropriate.